Manufacturer narrative:
Internal reference number: case-2024-00212868-1.

Event description:
It was reported that during a cori assisted tka surgery, a real intelligence robotic drill passed calibration, but when burring the distal femur, a system time out error was received and would not let rep continue. The steps that were taken to troubleshoot were recalibrating the bur, switching long attachments and switching bur. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The drill would not accept the bur during kpc. A system timeout error occurred during a case. Disassembly revealed a broken spline shaft. The cable passed testing. The exposure motor passed testing. Swapping the drill motor, the drill then passed kpc and a case with no problems nor errors. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken spline shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.